Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2025 at 18:15. The patient remained unconscious postoperatively, and a brain computed topography (CT) scan confirmed the presence of intracerebral hemorrhage (ich). The site noted that due to the patient's underlying comorbidities, the site was unable to determine if the event was associated with the left ventricular assist device (lvad). The patient's family signed a do not resuscitate order and decided to forgo aggressive treatment. The device operated as expected.